Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet switch was replaced, and the unit was returned to service.

Event description:
The hospital reported during pre-use checkout the unit alarmed 'auxiliary common gas outlet on' when auxiliary common gas outlet switch was in 'off' position causing a loss of mechanical ventilation.

Manufacturer narrative:
Correction to initial resolution description. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.